Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 200 bd pegasus pnk 20gax1.16in prn-capy non-pvc had defective catheter tips. The following information was provided by the initial reporter: "when the indwelling needle is used in CT room, the needle is blunt, the feeding tube is blunt and astringent..."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1110800. D4: medical device expiration date: 2024-06-08. H4: device manufacture date: 2021-04-20. Investigation summary: a device history review was conducted for lot number 1110800. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported 200 bd pegasus pnk 20gax1.16in prn-capy non-pvc had defective catheter tips. The following information was provided by the initial reporter: "when the indwelling needle is used in CT room, the needle is blunt, the feeding tube is blunt and astringent..."